Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The tip of the t1 is fractured. The t1 was returned off the needle but attached to the suture. The t2 has been cut from the suture and was not returned. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not cycle and remains stuck at the tip of the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate or excessive force allowing the device to prematurely deploy). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, both t's of the fast fix 360 fell off at the same time as the first deployment occurred. The procedure was resumed, using an equivalent sn back up. It is unknown if there was a delay. No further complications were reported.